Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had helium leak.there was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d9 (device available for eval, return to manufacture date), e1 (initial reporter, event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g3, g6, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The fse evaluated the unit and confirmed leak. The replacement of the helium tubing assy x2, high pressure regulator, hi press transducer and helium reservoir corrected the issue. All functional and safety checks have been performed to meet factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with this complaint: hi press transducer, helium tubing assy x2, high pressure regulator, helium reservoir, parts were received with a reported failure of a helium leak during a pm. The fat performed a visual inspection and found helium tubing assy x2 0004-00-0103-02 to be missing pieces and o-rings. Will not be able to test this part due to those missing items. The rest of the parts were in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual helium tubing assy x2 and helium reservoir were found to have no issues. Passed all testing. High pressure regulator and hi press transducer were found to have a helium leak. Confirmed the failure on these parts. Probable root cause is wear and tear. Retaining the parts in the failure analysis and testing department per procedure sa-00114456 wo completed a corrected checklist under sa-00147563 (B)(4). Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance.

Event description:
It was reported by getinge fse that during routine maintenance, cardiosave intra aortic balloon pump had helium leak. There was no patient involved.